Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) had a lower than expected monitoring voltage when taken out of stroage mode prior to implant.